Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2016.

Event description:
It was reported that the patient complained of twitching. It was discovered that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.